Manufacturer narrative:
Dual reporting on the same ins. Please see reg report # 3004209178-2019-06712. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in 2018 (probably about 6 months prior to the report), the patient's device stopped working on one side. The patient wasn't able to check their settings at the time of the call. They were redirected to the doctor to have their implanted devices checked. It was noted the patient did not have a doctor, so physician listings were sent to the caller. No further complications were reported or anticipated.